Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. No physical damage was noted.

Event description:
Customer states that there is a motor error alarm. The blood glucose reading is 123 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.